Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/14/2015. The fse found that the secondary probe was not traveling all the way down. The fse adjusted the probe, which repaired the leak and the vote outs. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the probe of the coulter lh 500 hematology analyzer. The instrument was generating differential voteouts when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.